Manufacturer narrative:
A bci field service engineer replaced blood sampling valve (bsv) and actuator, which resolved the issue. The repair was verified per established procedures and the results met published performance specifications. The root cause for the event was associated with defective blood sampling valve and actuator.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak noted during installation of coulter lh500 hematology analyzer. The leak was coming out of the blood sampling valve (bsv), and was mixture of a few drops of blood, diluent, and clenz reagent from spent samples used for testing. The user was wearing personal protective equipment at the time of the event. The spill was cleaned up according to the defined laboratory protocol. There was no report of injury, exposure to mucous membranes or open wounds. Medical attention was not sought. Msds was not reviewed but is readily available. The unit was in the installation process and was not used to generate patient results. There was no death, injury, or change to patient treatment attributed or connected to this event.